Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and unreadable. The customer's blood glucose was 153 mg/dl. Reportedly, customer continued to use the pump for basal therapy and also confirmed that manual injection are available for insulin therapy.